Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of a damaged battery was confirmed. The root cause could not be determined. No repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available at this time.